Event description:
It was reported by a physician who is also the patient that after a coronary artery drug eluting stenting treatment procedure, peripheral neuropathy was experienced. During the index procedure, a taxus express2 3.00x16mm drug eluting stent was successfully implanted in an unspecified vessel. The patient reported episodes of peripheral neuropathy of his hands and feet which were described as "coldness of his hands and feet" and also experiencing "chills and sweats". The patient stated he has noticed the symptoms since the stenting procedure and the symptoms have progressed over the lat 6 months. The patient has had an endocrinology work-up and states he has "thyroid disease and immunological processes with pituitary inflammation." No further information is available.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 6470639 found that the device met its material, assembly and product specifications, at the time of release to distribution.